Event description:
The customer reported being hospitalized due to high blood glucose, and the call became disconnected. Attempted to call the customer several times with no results. Initially, the customer reported having high blood glucose of 229mg/dl, and his blood glucose was treated with manual injections. Troubleshooting was performed, and the caller stated that the insulin pump alarmed no delivery during manual prime. Assisted the customer to run a manual prime and the insulin did exit. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm the no delivery alarm. The drive support disk was inspected and no anomaly was noted. Please see medwatch report # 3004209178-2013-95486.